Manufacturer narrative:
Date of event: 2016. Serial #: unknown/not provided. Model #: unknown/not provided. UDI #: unknown since serial number was not provided. Manufacturing date: unknown since serial number was not provided. (B)(6). (B)(4). Citation: einollahi b, feizi s. Staphylococcus aureus keratitis following femtosecond laser-assisted laser in situ keratomileusis. Jcrs online case reports. 01 jan 2017 2017;5(1)(1):1-4. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had simultaneous bilateral femtosecond laser in situ keratomileusis (lasik) for compound hyperopic astigmatism. Three days postoperatively, presented complaining of decreased vision, redness, pain, and photophobia in right eye. Slitlamp examination revealed a corneal epithelial defect measuring 3.5 mm x 3.0 mm, flap folding and displacement, multiple white infiltrations in the corneal flap ¿ stromal interface, and severe anterior chamber reaction and a 0.5 mm hypopyon. Patient also presented with corneal edema, blepharitis, descemet membrane folding and diffuse keratic precipitates. The examination of the fellow-eye was unremarkable. Gram staining disclosed gram-positive cocci and cultures grew staphylococcus aureus. No structures favoring the diagnosis of acanthamoeba or fungal keratitis were observed. The infection was treated with frequent topical fortified cefazolin and gentamicin eyedrops. Two months later, the corrected distance visual acuity was 20/50 and slitlamp examination showed corneal flap and interface scarring. This case demonstrates that s aureus keratitis can occur following uneventful femtosecond lasik. The keratitis was successfully treated by antibiotics with no need for flap excision. Preoperative refractive error: +2.5 x 0.75 x 170 right eye, +2.5 x 1.0 x 10 left eye. Corrected visual acuity 20/30 in both eyes.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.